Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported during insertion, the guide wire guide became stuck in the arrow raulerson syringe and would not advance. As a result, a new kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty inserting the guide wire through the arrow raulerson syringe was confirmed. One guide wire, arrow raulerson syringe (ars), and introducer needle were returned. . The guide wire was kinked 2 cm from the j-tip weld and bent near the proximal end. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. A cosmetic imperfection was observed on the top of the ars syringe barrel. The introducer needle was blocked with dried blood which was removed by soaking it in hot water. The guide wire graphic specifies the length at 600 +/- 4 mm and the diameter at .788/.826 mm. The diameter of the guide wire measured 0.808 mm. The length was measured at 602 mm. Both measurements were within specifications. Functional testing was performed by inserting the j-end of the returned guide wire into the raulerson syringe/needle assembly four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. A straightening tube was used to simulate typical insertion practices. No resistance was felt during insertion through the raulerson syringe/needle assembly. Other remarks: the instructions for use describe suggested techniques for inserting the guide wire. The device history records were reviewed and did not reveal any manufacturing related issues. The guide wire met dimensional specifications and the ars passed functional testing. Therefore, operational context caused or contributed to this event. No further action will be taken.